Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a user mistake. Non-invasive mode selected while the patient was in invasive. In consequence the information on the use of the hamilton-h900 was sent to the customer. There was no patient or user harm.

Event description:
Non-invasive mode selected while the patient is invasive. See the request on the document (B)(4).